Event description:
A pt developed a hematoma/seroma approximately twelve weeks following open primary incisional hernia repair in 2005. The pt was returned to surgery for drainage of at least 5 liters of fluid later in 2005. No further info was provided.